Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys testosterone ii assay results. Of the data provided for five patient samples, only the results for two patient samples were discrepant. Patient 1 initial result was 303.1 ng/dl and the repeat result on an e601 analyzer was 21.70 ng/dl. Patient 2 initial result was 363.0 ng/dl and the repeat result on an e601 analyzer was 12.430 ng/dl. This patient was a (B)(6) year old male weighing (B)(6) lbs. All initial results were auto validated and released outside the laboratory. The repeat results were believed to be correct and corrected reports were released the same day. The doctor caught the results right away and the patients were not adversely affected. The reagent lot number was 18786100 with an expiration date of 12/31/2016. The field service representative could not find an individual problem. He suspected the issue was possibly caused by the environment or contamination in the samples. He checked and verified all adjustments and mechanisms on the analyzer, checked all pressures and filters, ran performance testing and verified results were all within specifications.